Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient expiration could not be conclusively determined.

Event description:
Related manufacturing reference: 9680001-2018-00186, 3008452825-2018-00435, 3005334138-2018-00512, 3008452825-2018-00436, 3008452825-2018-00439. Two days following a pulmonary vein isolation procedure the patient expired. No device performance issues were noted throughout the procedure. Post ablation the patient went into atrial fibrillation and was cardioverted. A transesophageal echo was performed revealing no tamponade or clots in the left atrial appendage. The patient was discharged from the hospital on (B)(6) 2018 and expired (B)(6) 2018. A coroner's CT scan confirmed there was no tamponade, clots, or esophageal injury.